Event description:
It was reported that the right ventricular (rv) lead may have perforated the right ventricle. It was also reported that the lead was not capturing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.